Event description:
Customer reported that the patient had signs of superficial punctate keratitis (spk) in the right eye. An oral steroid was not prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. Patient had transient light sensitivity syndrome. There was no loss of best corrected visual acuity (bcva). Pre-op bcva was 20/20 on both eyes. Additional information was received on 3/12/2014. Customer indicated that at the patient's last post-op visit on (B)(6) there were still slight signs of spk. There was no secondary surgical intervention.

Manufacturer narrative:
(Transient light sensitivity syndrome). The clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.